Event description:
In 2001 the end-user called minimed, USA to report being hospitalized twice. During testing the end-user discovered that the infusion set was leaking at the connection between the tubing and the reservoir. The end-user cannot tell if the leak is in the tubing or reservoir. The end-user was using this set right before end-user was hospitalized for the second time. On june 25, 2001 maersk medical received the complaint and 2 used tubings. The incident took place in USA.